Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or weak battery alarms noted. The insulin pump had an intermittent button response due to flattened all the buttons dome switch. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump's escape and act buttons responded intermittently or not at all. Blood glucose level was not provided. No further information was provided.